Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old black or african american female patient underwent revision breast augmentation with 375cc mentor smooth round moderate plus profile and experienced breast implant deflation on her right side postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On june 6, 2022, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 375cc breast implant had a crease/fold on the anterior view extending to the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold on the anterior view measuring approximately 0.1 cm. Additionally, no other leak sites were detected. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. A second product was received (lot 6753888). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 25, 2022, mentor became aware that the date of bilateral replacement surgery with 375cc mentor smooth round silicone devices was april 28, 2022. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Fields d6b for explantation date have been updated to (B)(6) 2022. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: right deflation. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 6, 2022, mentor became aware that the replacement devices used on april 28, 2022 were catalog number 3503754bc; serial number (B)(6) on the left side, and catalog number 3503754bc; serial number (B)(6) on the right side on april 28, 2022. On may 11, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).